Manufacturer narrative:
The field service representative replaced the measuring cell and performed preventative maintenance. Performance testing and calibration were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys cortisol ii result from the cobas 6000 e 601 module. The initial result was <0.1 g/dl with a data flag and was reported outside of the laboratory. The repeat result from another cobas 6000 e 601 module was 45.61 g/dl. This result was believed to be correct. The reagent lot number was 52908601 with an expiration date of 28-feb-2022.